Event description:
Rptr c/o partial loss of vision (scatoma) late 70's, capsular contracture, bilateral breast implant rupture, siliconoma formation, night sweats, optic nerve disease, cold breasts, rashes, photo sensitivity, ms-like symptoms, mucosal ulcers, capsular contracture required explantation. Two pregnancies during this time and now two affected children whose lab tests are abnormal as well.